Event description:
It was reported that the user experienced difficulty accessing the ilet sleep/wake button, requiring an extended press to power on, and was guided to update the device firmware after confirming blood glucose was in range. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education, including verification of firmware status and initiation of an update. Investigation of this case revealed a device performance concern related to the sleep/wake button functionality, with a software/firmware update initiated to address the behavior. It was concluded, based on previously established findings for similar reports, that the cause was likely software-related and correctable through firmware update.